Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged odor, intermittent operation, noise etc.)-electrical smell. There was no report of serious or permanent harm or injury. The device was returned to a third-party service center. The technician confirmed particles in the air path during the device evaluation. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged odor, intermittent operation, noise etc.)-electrical smell. There was no report of serious or permanent harm or injury. The device was returned to the manufacturer's service center for further evaluation. During the evaluation of the device at the manufacturer service centre, there is unknown dust/dirt contamination present on all surfaces of the base unit and humidifier base. The device did not return with an sd card or filter. There is an unknown dust contaminate present at the iso port entrance and under the ui knob. Using a known good power supply and power cable, pil verified the base unit provided airflow and that the heater plate heats. Product investigative laboratory performed an internal investigation. The base unit was found to have unknown dust/dirt/fiber contamination throughout the device internals. Moderate dust contamination was observed on device pca, in the blower, in the blower housing, and on the impeller. The blower grommet, blower outlet bellows, and air inlet seal appear discolored. An internal investigation was performed on the humidifier base. Product investigative laboratory observed dust/dirt contamination within humidifier base. Discoloration of flip lid tank top and tank inlet and dry box seals were observed. The manufacturer service center concludes that they confirmed the presence of degraded sound abatement foam from visually inspecting internal device. In box d: device avail. For eval? Date returned to mfg has been updated. In box g: date received by mfg has been updated. In box h: device evaluated by mfg? And device avail. For eval? Has been updated. In box h6: (device) problem code grid, evaluation method code grid, evaluation results code grid and conclusion code grid has been updated.